Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (60 mg/dl). Customer addressed low level with glucose tablets. Reportedly, customer was consulting with healthcare provider to adjust pump settings to resolve the issue.